Event description:
It was reported that the procedure was to treat a de novo lesion in the subclavian artery with 80% stenosis, mild calcification and mild tortuosity. The 8.0x19mm omnilink elite stent delivery system (sds) was advanced without resistance along the short sheath of the radial artery. When the lesion was nearly reached, hand-pushed angiography revealed that the stent dislodged. After an unsuccessful attempt to remove by inserting the balloon back into the stent, intervention was performed to release the stent in healthy tissue. Another same size omnilink stent was released at the lesion site. There was no adverse patient sequelae. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lhr (lot history record) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. The reported dislodged omnilink elite stent was crushed against the vessel in healthy tissue. The reported device embedded and unexpected medical intervention appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
H6 correction: medical device problem code 1494 - incorrect anatomy. H11 correction to additional mfg narrative: it should be noted that the omnilink elite instructions for use, (eifu), states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of = 5.0 mm and = 11.0 mm, and lesion lengths up to 50 mm. It is unknown if the IFU deviation directly caused or contributed to the reported event.